Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 with low international normalized ration (inr). The patient was admitted for suspected gastrointestinal (gi) bleed. The patient was treated with blood product. No alarms were reported associated with this event. The patient reportedly had some abdominal discomfort which they say is related to the lvad. The patient had a lactate dehydrogenase (ldh) of 300 and was treated with heparin. An esophagogastroduodenoscopy (egd) was performed and revealed a normal esophagus with a small amount of blood secondary to maneuver in the stomach. Additionally, they had a normal duodenum. Upon examination of the jejunum there was a bleeding angioectasia which was treated with bipolar cautery. No specimens were collected. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleed and abdominal discomfort, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14jan2021. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had decreased hemoglobin/hematocrit count, suspected due to bleeding. The event date was unknown.